Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s daughter was trying to get in touch with the patient around 11:30 am on (B)(6) 2020 but the patient did not pick up her call. She tried to contact the patient again at around 2:30 pm after receiving an alert from the follow app when the patient¿s reading went down to 70mg/dl, but the patient still did not pick up the call. The cgm stayed at 69-70 mg/dl from 3-4:00 pm and the daughter repeatedly tried to get in touch with no success. The daughter then called her brother to check on the mother. The brother found the patient on the floor unconscious. He called 911 and emergency medical technicians (emts) arrived at 4:15 pm. At that time the cgm was reading 69 mg/dl, but the bg value was 29 mg/dl. The family had not received an urgent low alarm. Medical personnel told the daughter that they thought the patient may have been unconscious for 2 to 4 hours before being found as she already had a low body temperature. The patient was taken to the emergency room (ER) at 5:00 pm and was admitted; however, no treatment information was provided. At the time of the report the following day the daughter stated that the patient was recovering and doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.